Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer initially tested at 7:03 a.m. With a result of 2.2 inr. The customer tested two more times with a result of 1.7 inr at 7:05 a.m. And a result of 2.0 inr at 7:11 a.m. The customer used blood from the same finger for all 3 tests. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer received no treatment. The customer is feeling "pretty good." The customer does not have antiphospholipid antibodies or anemia. The meter and test strips were requested for investigation. Relevant retention test strips (lot 247896-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter and strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.7 inr. Donor #2 inr: 2.2 inr. Donor #1 hct: 48.5%. Donor #2 hct: 45%. Donor #1: master lot: 2.7 inr. Donor #1: customer strip and customer meter: 2.6 inr. Donor #2: master lot: 2.2 inr. Donor #2: customer strip and customer meter: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. No information was provided in the case that would point to a cause for the discrepant results. A specific root cause was not identified for this event.